Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Another claim regarding leaking syringes: when using with a saline /glucose solution the syringe is leaking at the stamp. No patient was harmed. The product seemed not to have any damage.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the product to indicate why the leak occurred. A device history review was performed for reported lot 2406023, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned sample, all product was verified to meet required specification. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. This cannot be verified for the reported incident, therefore a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.